Event description:
It was reported that the patient is getting a revision due to loss of fixation due to bone graft resorption, screw breakage, instability, and pain. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4), d10 - medical product: catalog #: unknown, screw, lot # unknown qty. 2. Catalog #: unknown, glenosphere, lot # unknown. Catalog #: unknown, baseplate, lot # unknown. G2: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon receiving additional information, it was confirmed by the x-ray that 3 screws are fractured; however, 5 screw item and lots were provided. Therefore, this product is not reportable. The event will be reported on the 3 fractured screws.

Manufacturer narrative:
(B)(4). Upon receiving additional information, it was confirmed by the x-ray that 3 screws are fractured; however, 5 screw item and lots were provided. Therefore, this product is not reportable. The event will be reported on the 3 fractured screws.